Event description:
(B)(4). This report includes final evaluation findings. No additional information is expected. This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was reported to have a dose setting knob that was blocked. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with pc 1396086, lot 0405a01. The device was returned on (B)(6) 2010. It was found to have two broken clear cartridge holder (cch) engagement tabs. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The humapen ergo burgundy/clear pen body with clear cartridge holder attached was not continued. Update (B)(6) 2010: additional information was received on (B)(6) 2010 via the global product complaint system. Added the device specific safety summary and updated improper use and storage and the EU/ca fields.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: (B)(4). The user returned the actual complaint device to the manufacturer for investigation (lot 0405a01, manufactured may 2004). The investigation found both clear cartridge holder engagement tabs broken. This malfunction may cause an underdose. Corrective action, clear cartridge holder tabs broken - the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage - there is evidence of improper use. Marks consistent with filing were observed on both engagement tab areas. This misuse is relevant to the user's complaint and the investigation findings.